Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that approximately 2 years after the shunt was initially implanted, the patient's intraocular pressure increased. A trabeculectomy and additional glaucoma eye drop medications were used to treat the event. The surgeon indicated that the shunt was not the cause of the additional treatments. The shunt remains implanted.

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient had decreased corneal endothelial cell counts. The decrease was progressive and was documented to be decreasing at the four month and one year postoperative visits. The surgeon also indicated that a suture was lysed six months after shunt implantation. Although the event is noted as ongoing, the surgeon reported that it is non-serious and requires no treatment.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).